Manufacturer narrative:
Siemens has completed an investigation of the reported event. Neither the defective part nor any additional information has been provided by the user for investigation. Based on the complaint description, the service report of the cse and the system history file no other potential root cause could be identified. The image flickers and/or freezes intermittently when moving the ceiling mounted display (display ceiling suspension, dcs). The image on the monitor became too dark. Due to the sporadic temporarily reduced image quality the physician could not work properly. Thus, a defective video cable was identified as the potential root cause which led to the image disturbances. After the replacement of the affected cable the issue did not reoccur. The manufacturer is not considering further actions resulting from this individual event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During a clinical procedure, it was reported that the image on the display would flicker and freeze intermittently. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.